Event description:
A malfunction alarm, identified as malf 16, was reported without any significant prior events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, as it was within warranty, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was provided with instructions on how to put the existing pump into storage mode, acknowledged the instructions, and agreed to return the faulty pump using a pre-paid label within 10 days.